Event description:
The facility reported a pump in which the battery alarmed and smoked. This problem was identified during customer use, no pt involved. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional info becomes available.